Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has 3 extracochlear channels identified from post-op otoplan report (imaging). The user would like to have better frequency allocation. Potential re-insertion of electrode or new implant surgery is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a partial postoperative migration of the active electrode array out of the cochlea, which was confirmed by diagnostic imaging. This is a final report.

Event description:
The user had 3 extracochlear channels identified from a post-operative imaging report. Additionally, the user wanted to have better frequency allocation and so he was re-implanted with a new device.